Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported a flow issue with the device on (B)(6) 2017. The initial reporter mentioned, "just needed to let you know pump 906149 was not working correctly. The nurse was having trouble getting it to change over to a secondary line. It may need repairs. She said the programming is not working correctly. The primary is not infusing correctly and it will not let you program the secondary at all." Zyno medical also received response from the device operator at the time of the event: "no one was injured! It was the beginning of infusion and I could not get the pump to set the rate. When it would it would show it was infusing and it was not moving any liquid via the line. I do not know anything else to tell you. It's been out of commission for about 1 week." No specific event date was provided by the user.

Manufacturer narrative:
The user-reported flow issue was confirmed. On 12/14/2017, the device was found to have a flow rate accuracy of -6.09%, which was outside of the +/-5% specification. In addition to the flow rate issue, the device failed the 45psi pressure test that it could build up pressure up to 41psi; this issue was not related to the flow rate issue. The user-reported secondary infusion set up issue was not confirmed. During testing at zyno medical, the secondary infusion setup was accessible. The device was repaired, recalibrated, and tested to meet all specifications on 12/14/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00318).